Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples submitted with this complaint. Complaint shall be reopened if a sample is received. Because no samples were returned, the reported issue could not be confirmed and the root cause was not able to be identified. A production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/6/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the suction tip broke.